Manufacturer narrative:
An 80-day long term testing was done and the technical team concluded that the problem was not reproducible. Based on the track and trend analysis, there is no increased rate of failure regarding this issue.

Manufacturer narrative:
The customer confirmed that the device did not experienced application software crash, temperatures are within specified range and no suspicious windows log entry are shown in the logs. The device has been replaced and now under investigation. It will then become a demo unit. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the device went black with error - windows shutdown. The customer was unable to tell if the device stopped ventilating during patient use. For an immediate intervention, the patient was provided manual bag ventilation. It is currently unknown if there was patient harm associated with the event.